Event description:
On (B)(4) 2013, the manufacturer's sales representative visited the physician's office and was told that one of their handhelds was not working properly. The handheld would not consistently hold a charge for more than 10 seconds, even when it was plugged in. Several different outlets were tested with the handheld. Secondly, during the times the handheld was able to hold a charge for a short time, it did not interrogate the demo generators when troubleshooting. No patients were affected. The programming system was stored on top of a desk, and it did not appear as though any user mishandling contributed to the event. No other information was provided. Review of the manufacturing records of the handheld confirmed that the handheld met all final requirements and passed all specifications prior to distribution. The handheld, software, and wand were returned to the manufacturer on (B)(4) 2013, and are pending product analysis.

Event description:
Product analysis of the wand determined that the failure to program issue was due to a depleted battery. No anomaly was identified, which would adversely impact battery longevity. No mechanical or visual anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. After the battery was substituted, the programming wand performed according to functional specifications. Product analysis of the flashcard found no anomalies associated with the flashcard software or databases. The flashcard and software performed according to functional specifications. Product analysis of the handheld did not identify a battery failure where the battery would not hold a charge. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the serial cable had an open electrical connection in the power cable. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No further anomalies were identified during the analysis. No other information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.